Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that after the installation of the subject device at the facility, the user turned on the subject device, the subject device gave internal buffer error e209. The user referred to the instruction manual of the subject device and resolved the error e209. Thereafter, the user performed the three-dimensional laparoscopy without any problem using the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to correct initial report. As a result of the investigation, it was found that this event was not an event to be reported. Omsc withdraw MFR report # 8010047-2020-04029.